Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how was the tissue damage repaired? The clips were shooted a few mm over the damaged tissue, no problem arose. How was the procedure completed? Alternative product from competitor was used was there any change to the procedure or patient care as a result of the event? No, the surgery was not prolonged, it was completed in a normal manner, it did not turn out to be an open surgery. The patient is now well, at home.

Event description:
It was reported that during an unknown procedure, the clips came crossed during the cystic channel closure five times. It is unknown how the procedure was completed. Patient consequence reported as tissue damage.

Manufacturer narrative:
(B)(4). Batch # m90h38. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 3 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.